Event description:
It was reported that within a day after a prostate biopsy was performed via intestinum rectum, signs and symptoms of septicemia appeared. The biopsy was done with an 18g x 20 cm biopsy instrument.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This was the only complaint reported to date for this manufacturing lot number. The sterilization records for this lot were reviewed. All products in the lot were considered sterile unless the package integrity was compromised. This lot had been processed with ethylene oxide in a cycle which has been validated to ansi-aami-iso guidelines for a sterility assurance level (sal) of 10 (-6). All biological indicator testing for the load had been successfully completed. The event description stated "prostate biopsy was performed via intestinum rectum." It was likely that procedural factors (trans-rectal approach) contributed to the reported event. The complaint sample was not returned for evaluation, therefore, based on the information received, the results were inconclusive and the root cause of the event was unknown. The current instructions for use states: "potential complications: potential complications of core biopsy are site specific and may consist of hematoma, hemorrhage, infection, adjacent tissue injury, and pain."